Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: it was reported by the customer that the wash station is overflowing. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Waste fluid.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: wash station overflowing . Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: there are 20 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Investigation result / analysis: per fse report: repair/troubleshooting performed: cleaned out clog in in-line filter. Verified instrument performance. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2009. Defective part number: there were no defective parts. Work order notes: subject / reported: wash station overflow. Problem description: wash station overflow. Cause: clogged filter. Work performed: cleaned clogged filter. Solution: cleaned clogged filter. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard ID: 3.1.29. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control: alarp. Root cause: based on the investigation result and the fse¿s comments the root cause was clogged filter. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow.

Event description:
It was reported that while running bd facs¿ sample prep assistant iii waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: it was reported by the customer that the wash station is overflowing. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Waste fluid.